Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. This condition was found in the emergency room during delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the problem was physical damage to the pump head door.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken door was confirmed and reproduced during evaluation. A definitive root cause has not yet been identified. The pump head door with require parts were replaced and the occlusion sensors calibrated as per service manual to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.